Event description:
Report received from USA stating device was "overheating." Item was being used in an "orthopedic procedure." No patient or user injury was reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).